Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During priming for a cardiopulmonary bypass procedure, it was reported that the battery was dead and would not charge. The battery was replaced and the procedure was completed successfully. There were no adverse consequences to a pt reported as a result of this event.